Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges being hospitalized. Caller reported pump gave occlusion warning; acknowledged and went back to sleep. Caller stated pump errored again, and customer acknowledged error and again went back to sleep. Caller reported customer awakened feeling so unwell (vomiting and sleepy) that husband assisted with cartridge change and pump placed back into run mode and bolus of unknown amount was given. Caller thinks pump may have given another error but is not sure; disconnected pump and customer manually injected 60 units of novorapid insulin. Customer complained of rapid heart rate and ambulance was called and customer taken and admitted to hospital; treatment received is unknown. Requested return of the alleged device for evaluation and replacement was provided.